Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces on up arrow button. The insulin pump had cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.